Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling. Additional, changed, and/or corrected data: a4, b2, b5, d6b, h6.

Event description:
Additionally, patient had elevated iop of(23 mmhg), poor iop control, anterior displacement and extrusion of the xen tube into the anterior chamber, a flat filtering bleb, and poor drainage efficacy. Conservative treatment was ineffective. Repeat iop measurement showed 18 mmhg in the left eye. During surgery on pod308, "glaucoma drainage device implantation os xen + goniotomy os + anterior chamber formation os + xen device removal os" was performed. On pod190, symptom resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in left eye. On pod88, patient experienced "increased intraocular pressure of 22 mmhg and conjunctivitis," and was provided treatments of 1-2 gatifloxacin eye drops bid and 1-2 carteolol hydrochloride eye drops bid. Slit-lamp examination, confirmed excessive discharge in the left eye. Hcp believes the bacteria entering the eye is due to unclean environment and hands during ocular massages and eye fatigue due to the patient staying up late. On pod88, hcp reported "the xen®45 gts pipe has shifted." On pod95, event of conjunctivitis resolved. On pod102, patient experienced "scarring of the filtering conjunctival follicle/bleb" and was provided medication. Device remains implanted.